Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 the screen was frozen and the cabinet was offline. User tried resetting by pushing the two buttons on top, but it didn't work. User also tried a hard reboot by unplugging the machine from the wall outlet and plugging it back in, and the machine rebooted and went back online. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the cabinet was offline. A technical support specialist performed a hard reboot by unplugging the machine from the wall outlet and plugging it back in, after which the machine rebooted, came back online, and functioned as intended. The system continued to operate properly after the technical support specialist completed the troubleshooting.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 the screen was frozen and the cabinet was offline. User tried resetting by pushing the two buttons on top, but it didn't work. User also tried a hard reboot by unplugging the machine from the wall outlet and plugging it back in, and the machine rebooted and went back online. There were no adverse events or injuries reported based on this event.